Event description:
It was reported that the device was in backup mode with no defibrillation therapy available during an in clinic follow-up. Abbott technical support reviewed device session records and could not identify the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image revealed the device went into backup mode due to power-on-reset (por). No indication of battery voltage dropping below power-on-reset threshold was observed. The charge log showed that a capacitor maintenance occurred at the time of the power-on-reset. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal. The backup operation could not be reproduced and the cause of the reported event could not be determined.